Event description:
An attempt was made to deploy a 2.25mm diameter x 14mm length micro driver otw (over the wire) stent into a pt. However, it was reported that during advancement, the relevant stent dislodged in the rca. Communication from the field confirmed that the dislodged stent was subsequently crushed against vessel wall. No other clinical sequelae were reported.

Manufacturer narrative:
(B) (4). Root cause of event cannot be determined based on limited info available.